Event description:
It was reported that small white broken piece came out from the patient's body. A 75 percent stenosed, moderately calcified and moderately tortuous target lesion was located in the middle of the left anterior descending artery. During a percutaneous coronary intervention, an opticross imaging catheter was used to diagnose the target lesion. When withdrawing the device, a small white broken piece came out from the patient's body. The physician would like to know what this piece is,if it is part of the opticross, how it broke off from the device. The procedure was completed with this device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. The unit returned came with a extra recipient with saline solution and a foreign material inside, as part of overall visual revision. Examination of the returned device revealed a kink in the sheath assembly at 26.6 cm from the femoral marker to the proximal end and 10cm from the femoral marker to the distal end with a white particle closed the kink. Both catheter femoral markers have peeling. The complaint device returned with glass recipient containing a white particle. Based in the visual inspection and the femoral marks conditions the white particles correspond to the residues of the femoral marks. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
It was reported that small white broken piece came out from the patient's body. A 75 percent stenosed, moderately calcified and moderately tortuous target lesion was located in the middle of the left anterior descending artery. During a percutaneous coronary intervention, an opticross imaging catheter was used to diagnose the target lesion. When withdrawing the device, a small white broken piece came out from the patient's body. The physician would like to know what this piece is,if it is part of the opticross, how it broke off from the device. The procedure was completed with this device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).